Event description:
Immediately upon starting to engage that device, it misfired. Preoperative diagnosis: abdominal pain; ultrasound imaging read as acute appendicitis per the radiologist. Postoperative diagnosis: abdominal pain; ultrasound imaging read as acute appendicitis per the radiologist. Procedural note: attention was then given to using the electrocautery hook to control the mesoappendix. An endopath ets flex 45 stapling device with a white vascular load of staples was then used to come across the base of the appendix, but immediately upon starting to engage that device, it misfired and as such, a new reload was placed on the stapling device. The company is being notified of that misfire and in fact the ethicon representative was available in the operating room today to follow that up. A new white vascular load of staples was placed in the stapling device and then we had to intentionally come back more proximally on the true cecal wall to pursue the appendectomy as 3 to 4 serial staples had already been laid out along the original staple line with the original firing of the device. As such, we had to come across this proximal to that on the cecum and ultimately appeared to free be free of bleeding and gi leak. Patient's side of the mesoappendix appeared to be free of oozing and bleeding and procedures end. The appendix was then removed via endobag.

Event description:
Immediately upon starting to engage that device, it misfired. Preoperative diagnosis: abdominal pain; ultrasound imaging read as acute appendicitis per the radiologist. Postoperative diagnosis: abdominal pain; ultrasound imaging read as acute appendicitis per the radiologist. Procedural note: attention was then given to using the electrocautery hook to control the mesoappendix. An endopath ets flex 45 stapling device with a white vascular load of staples was then used to come across the base of the appendix, but immediately upon starting to engage that device, it misfired and as such, a new reload was placed on the stapling device. The company is being notified of that misfire and in fact the ethicon representative was available in the operating room today to follow that up. A new white vascular load of staples was placed in the stapling device and then we had to intentionally come back more proximally on the true cecal wall to pursue the appendectomy as 3 to 4 serial staples had already been laid out along the original staple line with the original firing of the device. As such, we had to come across this proximal to that on the cecum and ultimately appeared to free be free of bleeding and gi leak. Patient's side of the mesoappendix appeared to be free of oozing and bleeding and procedures end. The appendix was then removed via endobag.